Event description:
Two incidents of product malfunctioning where extension set tubing separates from luer lock hub. One incident of reported cracking of the extension-set tubing. All incidents occurred while the product was in use on the pt.